Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Oympus was informed that during a therapeutic laparoscopic distal pancreatectomy procedure one of the jaws at the distal end of the grasping forceps broke off and fell into the patient. However, the fragment was retrieved immediately. The intended procedure was completed and there was no report about an adverse event or patient injury. However, a CT procedure performed several days after the original procedure seems to show a minute metallic fragment. It is unclear whether this may stem from the broken off jaws of the grasping forceps.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that one jaw at the distal end of the grasping forceps is broken off at the thinnest section. In view of the instrument¿s age, this damage is considered a fatigue fracture caused by wear and tear due to frequent use/reprocessing. There are numerous small superficial scratches on the instrument indicating frequent use of the instrument. Therefore, this event/incident was attributed to use error. Furthermore, the investigation found the pull wire of the jaw insert to be heavily bent. It is assumed that this damage was intentionally induced by staff to show that this jaw insert was defective. Based on the investigation results, it can be assumed that all retrieved parts from the broken jaw insert complement each other and a complete jaw can be reconstructed with the available fragments. Accordingly, it is not apparent that a fragment from the jaw is missing. Furthermore, the typical fracture behavior of the affected material is characterized by a clean break rather than by creating many fragments. Accordingly, the probability of any remaining fragments in the patient body is assessed as very low. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.